Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Blank screen was not observed. The useful life of freestyle freedom lite nipro meter is 5 years. As the manufacturing date of this product is 2013, it has been in distribution beyond its useful life as of the case awareness date of 11 nov 2024. Unable to set passed 2020 because any freestyle freedom lite meters manufactured before 24 mar 2016 cannot be set passed 2020 due to old firmware. Since this meter was manufactured in 2013, so unable to set passed 2020 due to old firmware. Since the product was beyond its useful life at the time of the complaint and this is not a product nonconformance and is functioning as intended, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Blank screen was not observed. The useful life of freestyle freedom lite nipro meter is 5 years. As the manufacturing date of this product is 2013, it has been in distribution beyond its useful life as of the case awareness date of 11 nov 2024. Since this meter was manufactured in 2013, so unable to set passed 2020 due to old firmware. Since the product was beyond its useful life at the time of the complaint and this is not a product nonconformance and is functioning as intended, issue is not confirmed. This serves as a correction report. Section h 11(additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.